Event description:
It was reported to philips that the device failed its self-test. There was no patient involvement.

Event description:
It was reported to philips that the device failed its self-test. The customer requested that the device be returned to the repair bench for evaluation. Upon evaluation of the device, an inspection verified the reported issue and it was determined the therapy capacitor should be replaced. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca. The therapy pca was replaced to resolve the reported issue. The device remains at the customer site. No further evaluation is warranted at this time.